Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There was a scratch on the jaw and the probe of the subject device. A part of the coating of the jaw was missing. As the result of checking the manufacturing record of the same lot, there was nothing abnormal found. This type of the coating damage is most likely related to the operator's technique. Based on the evaluation and similar cases in the past, the coating of the jaw might be missing since the filth on the jaw was wiped with the hard object. Also, it was presumed that the error when checking the probe was the ultrasonic level error or the probe damage error. The error might occur since the subject device was activated while grasping metal clips, the needle of the stapler, or hard objects. The instruction manual of the device has already warned as follows; *during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle. Also, do not grasp the tissue and activate the output while the handle is twisted. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe and/or grasping section (tissue pad).

Event description:
During a pancreatoduodenectomy, the error occurred when the user checked the probe of the subject device. The intended procedure was completed with another device. On april 28, 2017, olympus medical systems corp. (Omsc) confirmed that a part of the coating of the jaw was missing. No patient injury was reported.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".